Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapling device was being used to close off the pulmonary artery. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced with a new handle and new staple. There was no patient injury.